Manufacturer narrative:
In section "h6" an appropriate device component/subassembly could not be located. Zoll technical service department found the paddle shoes to be at fault.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device while performing defibrillation self test intermittently would not produce a "test ok" message on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.